Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the auxiliary enhanced half height cubie drawer 2.1was not detected on bus. A field service engineer successfully reseated pyxibus cable and restarted drawer with no additional issues found. The system functioned as intended after the field service engineer troubleshooted the device. H11 - e.1 initial reporter facility: (B)(6).

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary,had a drawer 2.1 recovery problem. A customer has reported that a user was unable to dispense medication due to a malfunction, which has resulted in a delay in patient care. There were no adverse events or injuries reported based on this event.